Event description:
The conmed, v-care vaginal-cervical ahluwalia's retractor elevator, broke free from the device and into the pt's abdomen until it could be retrieved by the surgeon, and a scrub with a grasper through the vaginal cuff. Laparoscopic robotic hysterectomy.